Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure (frequent halation when combined with rigid ureteroscopes) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion / free lock lever corrosion / scope mount corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical contact corrosion, free lock lever corrosion and scope mount corrosion were due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a frequent halation. The issue was found during service/maintenance. There were no reports of patient involvement.